Manufacturer narrative:
(B)(4). Examination of the returned complaint device consisted of the watchman access sheath (was) with the dilator inside the shaft. The shaft and tip were examined. A microscopic examination and tactile inspection revealed that the dilator was protruding through the side of the tip and not through the end of the tip. The dilator was removed from the shaft and it was found that the tip was stretched on the same side of the hole in the tip. Delamination was present inside the tip.inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed on 30 aug 2017: it was reported that tip damage occurred. During a left atrial appendage (laa) closure procedure, the outer sheath tip (soft part) was damaged when the ws was advanced into the dilator. The procedure was completed with another of the same device. No patient complications were reported and that patient status is stable however, device analysis revealed inner liner delamination.